Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd aria¿ iii acdu biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: customer reports that the instrument leaks from the bi aspirator arm during sample line backflush. Was the leak liquid or air? (If liquid/both, go to question. If air, no further questions required.): liquid. Was the leak contained within the instrument? ( if not contained, go to question. If contained, no further questions required.): not contained . Was there spray of liquid under pressure? (If yes, describe the liquid that sprayed then go to question: if no, type "no" in the text box then go to question: no. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard/unknown, go to question): biohazard . Did biohazard leak before or after waste line? (If before waste line or unknown, go to question. If after waste line, go to question ): after waste line . Was the waste mixed with decontamination/bleach? (If no, go to question. If yes, no further questions required.): no. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no, no further questions required.) Physical contact includes: clothing, skin, mucous membrane, inhalation, and non-intact skin: no.

Manufacturer narrative:
After further review MFR is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported while using bd aria¿ iii acdu biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: customer reports that the instrument leaks from the bi aspirator arm during sample line backflush. Was the leak liquid or air? (If liquid/both, go to question #2. If air, no further questions required.): liquid 2) was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.): not contained 3) was there spray of liquid under pressure? (If yes, describe the liquid that sprayed then go to question #7. If no, type "no" in the text box then go to question #4): no 4) what was the fluid that leaked? (If non biohazard, no further questions required. If biohazard/unknown, go to question #5): biohazard 5) did biohazard leak before or after waste line? (If before waste line or unknown, go to question #7. If after waste line, go to question #6): after waste line 6) was the waste mixed with decontamination/bleach? (If no, go to question #7. If yes, no further questions required.): no 7) was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no, no further questions required.) Physical contact includes: clothing, skin, mucous membrane, inhalation, and non-intact skin.: no.